Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received, however, the cause of death was not provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 20.4 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.per the operative report of (B) (6) 2008, the patient left the operation in "stable condition."